Event description:
Customer reported an under infusion of the chemo agent alimta (pemetrexed). The medication was diluted in a 100ml bag of saline and was to infuse over 15 mins. The nurse reported the infusion took 37 mins. The customer performed an internal investigation of the event and consulted with the pharmacy about overfill of the bag. The medication (28ml) was added to the bag so the total amount of fluid in the bag was 128ml. The customer stated that per the event logs, the pump module recorded a volume infused of 164ml. The devices were evaluated by clinical engineering, no anomalies were identified. Customer requested a device evaluation by carefusion. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.